Event description:
It was reported that this right atrial (ra) lead was surgically explanted using a laser lead extraction with no oversensing of noise noted. No additional adverse patient effects were reported. No additional information is available at the moment. No additional adverse patient effects were reported.